Manufacturer narrative:
The customer declined to have the service representative fix the system. No further information is available.

Event description:
The customer reported that the 7900 system would not save any data. No patient injury was reported.